Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the attorney that on (B)(6) 2018 - the patient was implanted with an unknown/unspecified bard/davol "hernia mesh (flat mesh)." Attorney alleges patient had unspecified injuries sustained from the "hernia mesh"(flat mesh) on (B)(6) 2018.